Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. There was no sample or photo available for evaluation. Based on the investigation, a root cause could not be determined.

Event description:
It was reported before use of the unspecified bd edta k2 tube there was an issue with low draw. The customer states they ¿experienced a few issues with the bd 2ml edta k2 tube having a low draw volume. This is the second time one of our sites has had an issue.¿ there was no report of injury or further medical intervention.